Event description:
The first symptom I questioned as essure related was my left foot/ankle/lower leg swelling. I had a slew of tests run and no diagnosis or cure- I have dealt with/lived with this since! Since then, I have had a miriad of issues that no dr can find the reason for. I have had ms like symptoms off and on, causing the drs to check for ms twice even so far as ordering a spinal tap! I have had shingles at the very young age of 35, my eye dr thought I had optic neuritis, I have dealt with worsening depression, mood swings, irregular periods, heavy bleeding/blood clots, headaches, a chronic left back/hip pain, tiredness, forgetfulness, and an inability to be the energetic mom to my kids and wife to my husband that I used to be. I have gained weight that no dieting or exercise will take off and the bloating is ridiculous!

Event description:
(B)(4). I had a hysterectomy (B)(6) 2014. The swelling in my foot/ankle/leg has almost disappeared! My brain fog has lifted, my headaches are almost non existent, my belly bloat went down and my mood swings- gone! After my hysterectomy I did end up with gallbladder issues- swollen gallbladder with sludge and a gallstone the size of a walnut that I just had removed (B)(6) 2016.